Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that he had gotten sick and dehydrated and that the insulin pump was not working. Customer also reported receiving a button error alarm on the insulin pump. He did not recall any significant events leading to this alarm. The blood glucose reading at the time of the call was 103 mg/dl, and the blood glucose reading at the time of the hospitalization was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.